Event description:
It was reported that allegedly the green underbody blanket was placed under a sheet and turned on., after the procedure had begun, the rn noticed water on the floor and discovered that the green underbody blanket had a hole in it. The connections were checked and the machine was then turned off. The patient was allegedly laying on wet sheets from the hips down for the remainder of the case. The patients skin was assessed after waking up and no harm was done to the patient. The temperature of the patient remained stable throughout the case.

Manufacturer narrative:
The device was not available for evaluation.

Event description:
It was reported that allegedly the green underbody blanket was placed under a sheet and turned on., after the procedure had begun, the rn noticed water on the floor and discovered that the green underbody blanket had a hole in it. The connections were checked and the machine was then turned off. The patient was allegedly laying on wet sheets from the hips down for the remainder of the case. The patients skin was assessed after waking up and no harm was done to the patient. The temperature of the patient remained stable throughout the case.